Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. The led status of the device was blinked, but there was no charge triggering. Another device was used to complete the procedure. No patient injury has been noted.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. Surgeon performed all the steps to shoot, the light emitting diode(led) status of the device was blinked, but there was no charge triggering. The reload has broken on the reusable adapter. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit(sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.